Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was treated for a distal tibial and suprasyndesmal fibular fracture in 2014. Patient underwent the hardware removal procedure on (B)(6) 2021, due to discomfort in the operated limb and reddened skin. The patient reported having the discomfort for a month. During implants removal patient presented with purulent discharge. The implants removed were a 1/3 tubular plate, low bend distal tibia plate and screws. The screws removal was difficult since there was a lot of bone callus. No further information provided. This report is for one (1) ti lcp one-third tubular plate w/collar 8 holes/93mm. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part: 441.381, lot: 8769317, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: 17 december 2013, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.